Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction code did not reappear after the reset, and the customer was advised to continue using the pump and to call back if the issue recurred.